Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Small silver part from brush head in mouth, the next brush is losing all of its insides; brush head has broken [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that a small silver part from an oral-b brushhead, version unknown ended up in her mouth after about one week of use with an oral-b rechargeable toothbrush, version unknown. The reporter stated the next brush being used is losing all of its insides. The consumer reported she was a long-term customer of oral-b products, and had only recently purchased a new electric toothbrush. No symptoms developed. On 25-apr-2016 received follow-up: the consumer reported the type of brush head used was oral-b flexisoft brushheads, and a third brush head had broken. No symptoms developed.